Event description:
Procedure type: donor nephrectomy. According to the reporter: during the procedure, the device suddenly could not cut the issue. A new device was opened to complete the procedure. There was oozing of blood. There was no unanticipated tissue loss. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500cc.

Manufacturer narrative:
(B)(4).